Event description:
Description of event: caller stated that they had an incident one time with a specific brand of pain pump where they were supposed to empty the pump prior to scanning and the pump ended up releasing all the meds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).